Event description:
It was reported that pump displayed malfunction message labeled malf 9 with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully reset it with assistance, and did not experience repeat of malfunction; customer was advised to continue using pump and to call back if malfunction message recurred, and caller acknowledged instructions.